Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g4, g7, h2, h3, h6, h10. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices - nexgen precoat femoral component size f right catalog #: 00599001602 lot #: 63037072, nexgen articular surface size ef 10mm catalog #: 00596403210 lot #: 62801996, nexgen all poly patella standard size 32 catalog #: 00597206532 lot #: 62884638. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.: investigation incomplete.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision to address tibial loosening approximately four (4) years post-operatively. Attempts have been made and no additional information is available at this time.